Event description:
It was reported that the ilet insulin pump generated an occlusion alert that cleared after a fill tubing, after which the user changed the infusion site and completed a fill cannula, and blood glucose decreased from 217 mg/dl with an upward trend to 163 mg/dl. Customer care provided support that included recommendation to change the infusion site and complete the cannula fill. Investigation of this case revealed an insulin delivery occlusion that was cleared through standard troubleshooting and set change, with no further device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.